Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the clik anchors were replaced per physician's preference as one of them were damaged during the procedure. It was also reported that the leads were repositioned. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing soreness and pain at the midline incision site. X-ray was taken and showed that the clik anchor was close to the surface of the skin which the physician believed to be the cause of the pain. The clik anchor was noted to have migrated and was penetrating the skin. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing soreness and pain at the midline incision site. X-ray was taken and showed that the clik anchor was close to the surface of the skin which the physician believed to be the cause of the pain. The clik anchor was noted to have migrated and was penetrating the skin. The patient will undergo a revision procedure.